Event description:
The user facility reported that a dissection of the right coronary artery occurred at the end of a diagnostic heart catheterization procedure. In addition, it was reported that the dissection was successfully repaired with placement of three stents.

Manufacturer narrative:
The reported information does not indicate any defect or malfunction of the optitorque catheter. This manufacturer medwatch report is being submitted because the catheter was reportedly in use at the time of the dissection event. The lot number of the involved device is not known and the device is not available for evaluation, which limits the investigation. However, a sample of the reported product code from current production was evaluated. Inspection of the sample from the current production run confirmed that there were no defects or anomalies. Based upon the available information, there is no evidence that indicates this event was related to a defect or malfunction of the catheter. The warnings / precautions within the instructions-for-use do address the potential for an event involving vascular damage including dissection & perforation by statements such as the following: "failure to observe these warnings may result in damage to the vessel, damage to or breakage/separation of the catheter that may necessitate retrieval"; and "failure to exercise proper caution may result in damage to the vessel or catheter." In addition, arterial perforation, arterial dissection, hemorrhage & acute myocardial infarction are all listed as potential complications of catheterization within the instructions-for-use. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).